Event description:
The customer contacted baxter's technical service center regarding a check patient line alarm, which occurred on the homechoice (hc) during use during drain 7 of 7. The patient was connected at the time of the alarm but had already disconnected when they called in for assistance. The patient did not cap the patient line upon disconnection. The baxter technical service representative had the patient end therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported event. The patient stated that they did not disconnect any time prior to the completion of therapy. The patient stated they called for assistance and were able to resolve the alarm. The patient stated they have been continuing therapy on their cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint for use error was confirmed. Based on the information gathered during baxter's investigation, the root cause of the use error was not determined. The label review found the labeling adequate for the use error in this complaint.